Event description:
The patient had a significant skin burn that was noted on the phase contrast images and the treatment was prematurely terminated after over 55 sonications. The sc fat was obviously abnormal on the temperature maps on the sagital images. She was asked repeatedly if she was having any skin burning sensation, but repeatedly said it was deep heat and was sleeping during much of the procedure. The patient complained of deep heat and had stopped the rx only twice due to heat at the skin surface. Today, the patient has a quite large 8x5cm burnt skin area that will most likely slough. Patient has been recommended for a skin graft. There are additional blisters outside the burnt area.